Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). (B)(4).

Event description:
The customer stated that they received erroneous results for 7 patient samples tested for the elecsys tsh assay (tsh) on a cobas 6000 e 601 module (e601) and a cobas e 411 immunoassay analyzer. The erroneous results were not reported outside of the laboratory. Refer to the attachment for all patient data. The samples were tested on an e601 and an e411 analyzer. The samples were repeated on an architect analyzer. No adverse events were alleged to have occurred with the patients. The e601 analyzer serial number was (B)(4). The e411 analyzer serial number was asked for, but not provided.

Manufacturer narrative:
It has been confirmed that the additional tsh values of 5.51 miu/l, 5.12 miu/l, 4.89 miu/l, and 3.65 miu/l provided for sample 6 were actually the values from sample 5. Samples were initially tested on the abbott analyzer. The samples were repeated on the e601 analyzer on (B)(6) 2018 and repeated on the e411 analyzer on (B)(6) 2018.

Manufacturer narrative:
Based on the provided information, a general reagent issue could be excluded. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Additional tsh values of 5.51 miu/l, 5.12 miu/l, 4.89 miu/l, and 3.65 miu/l were provided for sample 6. It was asked, but it is not known if these were actually the values from sample 5 or if these were additional values for sample 6.